Manufacturer narrative:
This report is submitted on 9 march 2021.

Manufacturer narrative:
This report is submitted on december 31, 2020.

Event description:
Per the clinic, the patient experienced an infection and drainage at the surgical site, and subsequently was treated with antibiotics (date and duration not reported). The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.